Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. (B)(4).

Event description:
Customer reported the staff is complaining about the gait belts becoming loose when placed on a patient. The teeth on the gait belts are not sharp enough and the belts are slipping through. The belts were not used on any patient and the issue was discovered during testing. The date of the event was not provided. No patient injury was reported.